Manufacturer narrative:
Manufacturer ref no. : (B)(4). Baxter evaluated the device in question. Further testing was unable to reproduce the false upstream occlusion alarm. The upstream sensor fluid numbers were found to be with in specification. No related malfunction would be found, however the upstream sensor will be replaced as it is a known contributor to this alarm.

Event description:
During baxter's functionality testing, a spectrum pump alarmed for an upstream occlusion when no upstream occlusion was present. Any patient involvement is unknown as this occurred during testing.